Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal. A review of the event history log revealed error code 45986. Functional testing produced error code 45986. It reported that the printed wire assembly (pwa) was the root cause. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the display was broken. There was unknown patient involvement. The device evaluation found a damaged/detached downstream occlusion (dso) seal.